Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) does not self fill. Checked with our cardiosave trainer simulator and test balloon, the counterpulsation device worked correctly. There was no harm reported.

Event description:
N/a.

Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11 corrected field-g2, h8 the getinge field service technician (fst) checked with cardiosave trainer simulator and tested the balloon. The counterpulsation device worked correctly. The balloon that had been used for the procedure was connected and worked correctly. In-service tests of the cardiosave were performed and all passed successfully. No technical errors were detected in the error log, which highlighted an occlusion of the balloon line external to the cardiosave. Functional tests performed with positive results. Software version: d01 total operating hours: 3711. The balloon used by customer was an original getinge balloon. The problem was probably related to the balloon or restriction on the production line.